Event description:
It was reported by the rep that the device was used during an ileoanal pull through. It was reported the linear cutter only fired half a row of double staples and did not cut. Another linear cutter was pulled from the stock and the case was completed. No adverse events to the pt.